Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant medical devices: 700ff29 heart ring, implanted (B)(6) 2014. (B)(4).

Event description:
It was reported that the implantable pulse generator (ipg) device displayed question markers for percentage pacing and invalid data for atrial and ventricular lead impedance readings. It was confirmed that the patient had been receiving radiation therapy. The device remains in use. No patient complications have been reported as a result of this event.